Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose was as high as 18 mmol/l with nausea, extreme thirst, symptoms of dehydration, and unspecified ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported moisture was observed within the cartridge compartment: a cartridge leak occurred due to the patient not appropriately attaching the tubing to the cartridge. This complaint is being reported because the reported health event was attributed to an alleged cartridge compartment moisture issue attributed to a reported use error.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues. The total daily dose history was appropriate for the programmed delivery settings. No damage to the cartridge compartment was observed. The returned cartridge cap secured properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks was observed. No moisture within the battery compartment was observed. Leak testing revealed a battery compartment leak. No power issues were observed during investigation. No damage or defect was found to the pump¿s internal components. (B)(4).